Event description:
It was reported that this device exhibited over the past year an increasingly high pacing thresholds from 2.0@0.4ms to 4.0@1ms, rv sensing decreased from 8 mv to about 4 mv, decreasing pacing impedance from 1100 ohms to 600 ohms, and shock impedance jumps from 125 ohms to 140 ohms. The physician contacted technical service (ts) to review device data. Ts advised that this could be due to a patient condition. Ts however provided recommendations for lead integrity testing, pocket manipulation, x-ray imaging, and sync commanded shocks to verify lead and device integrity and connections. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead and additional information, have been unsuccessful.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited over the past year an increasingly high pacing thresholds from 2.0@0.4ms to 4.0@1ms, rv sensing decreased from 8 mv to about 4 mv, decreasing pacing impedance from 1100 ohms to 600 ohms, and shock impedance jumps from 125 ohms to 140 ohms. The physician contacted technical service (ts) to review device data. Ts advised that this could be due to a patient condition. Ts however provided recommendations for lead integrity testing, pocket manipulation, x-ray imaging, and sync commanded shocks to verify lead and device integrity and connections. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead and additional information, have been unsuccessful. New information was received indicating that dft testing with a 1.1j synch shock was completed. Sync shock showed a impedance of 85 ohms. The device remains implanted. Attempts to obtain the lead model/serial is unsuccessful. No adverse patient effects were reported.